Manufacturer narrative:
The customer called back to perform the high pressure test. The customer has stated that she continues to have high blood glucose. The help line assisted the customer with performing the high pressure test and the insulin pump passed. The customer declined to troubleshoot for high blood glucose. The customer was advised to speak with her doctor if the issue continues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she woke up throughout the night with unexplained high blood glucose readings. The customer stated that it has been going on for about a month and a half. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.